Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An other healthcare professional reported that after intraocular lens (iol) implantation the patient eye had 3d cylinder, slightly irregular and patient was unhappy with visual quality of operative eye at 6 month. The lens was removed and replaced with another lens in a secondary procedure.